Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of broken grips-tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.114" x 0.028" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. It appeared that the grip tang for one of the grips, located near the force amplification pulley, was broken off and was missing.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument broke. A fragment fell into the patient, but it was not retrieved. An x-ray test was performed to check for remaining fragments. Following this, the user continued and completed the procedure with no further issues reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. Grasping was being performed when the device fragment fell inside the patient. Only x-ray was performed to monitor the fragment that fell into the patient. The procedure was completed robotically. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The instrument was not removed during the procedure (prior to the breakage). The wrist was straightened. The surgical staff felt no resistance upon removal of the instrument through the cannula, they noticed no damage to the cannula after the event occurred, and they noticed no damage to the instrument after the event occurred. There was no reported injury to the patient.